Event description:
When the physician was attempting coronary artery intervention, the tip of the guidewire broke off in a small arterial branch. Was unable to remove the separated tip due to the small size of the artery. Decision was made to leave the tip of the guidewire, as it was too small to retrieve with a snare. No complications were reported as a result of this event.